Manufacturer narrative:
This revision surgery was performed as a result of patient joint looseness after 8 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this lot number. The event is deemed to be non-product related. The root cause for the device looseness was reported; no other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient feeling insecure with his new knee. The surgeon noticed the patient's knee was loose; he removed the size 7 / 9mm insert and tested thicker sizes. The surgeon decided the size 7 / 11mm worked best for the patient and implanted it.